Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.9 was failed. A field service engineer (fse) identified that dust buildup underneath mini drawers 1 through 9 was causing intermittent misreading by the sensors. The fse cleaned the dust from beneath the miniature drawers and tested the drawers to confirm proper sensor functionality and normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a dispensing discrepancy occurred in a mini drawer. The customer reported that the drawer dispensed two fentanyl doses instead of one. Subsequently, the next user who accessed the pocket found no medication present and was required to perform another dispense transaction to obtain the medication. There were no delay or adverse events or injuries reported based on this event.